Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was in spine 2.1 with spine tools 28 and adjusting the physical length of the infinity screw (specifically changing from 24 - 25) in the trajectory. The navigation system would hold the 24 in the trajectory views, but in the edit projection it stated the length as 25. On the right hand side, under projection, it was adjusted back to 24 an the plus sign was hit to increase to 25, then the system depicted the correct length. There was no patient impact reported and a less than one hour delay to surgery.